Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. During the procedure, the balloon catheter snapped. The procedure was completed with another of same device. No patient complications were reported, and the patient was fine post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the investigation will be assigned an investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue or design issue which could have caused the complaint. Based on the reported event it is most likely that this damage occurred due to product handling and unintentionally excessive force being applied to the delivery system while attempted to cross the 90% stenosed target lesion located in the severely tortuous and moderately calcified proximal left circumflex artery.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. During the procedure, the balloon catheter snapped. The procedure was completed with another of same device. No patient complications were reported, and the patient was fine post-procedure.